Event description:
It was reported that the patient received inappropriate therapy from their right ventricular (rv) lead due to t-wave oversensing (twos) and undersensing of r-waves. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d274trk, implanted: (B)(6) 2011. (B)(4).